Event description:
It was reported that during a da vinci-assisted surgical procedure, customer from the pindara hospital called technical support to report an error that occurred in the middle of the procedure on usm2, for which the workaround was disabled. However, the customer did not note the error code and was unable to provide this information. The tse attempted to confirm the customer¿s symptom, but the system was offline and the customer did not know where the network cable was located to keep the system online via onsite. Based on that, the tse safely rebooted the system in order to retrieve the most recent error code, which was 23087. The p1¿p4 values are unknown, but this error could be related to a defective hall sensor of the motor for some axis. The procedure was completing as planned with no reported injury using 3 usms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator(usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and failure analysis is in progress. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This usm was returned for failure analysis and the reported 23087 error was confirmed and replicated. In artemis, the 23087 error was found on usm axis 3, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the error 2308 was triggered during power up. The usm was then installed onto a patient side cart fixture test platform (pftp) where the sensors check failed on yaw. The probable root cause is attributed to sensor errors pertaining to the yaw searchlight assembly of the usm.

Event description:
Refer to h11 for follow-up information.